Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/15/2025, it was reported by a sales representative via (B)(4) that an ar-13250 fibertape cutter was broken (see photo). No pieces broke off inside the patient. The case was completed successfully. This was discovered during an rcr procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 01/20/2025: the case was completed by opening another tray for a working fiber tape cutter. There was no case delay or added anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the device was damaged. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 24-mar-2022.